Event description:
It was reported that the patient was experiencing pain and was improved by medications. Additional information was received that the patient does not feel much relief of her back pain. The patient underwent a revision procedure wherein the ipg was relocated to a new pocket and remains implanted. The patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing pain and was improved by medications.